Event description:
It was reported that (1) 355sd was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep that the inner gasket of trocar ruptured when the device was introduced during the procedure. Opened another device to finish the case. There was no consequence to pt.